Manufacturer narrative:
In the previous report submitted on 23 july 2024, the awareness date and g3 date should have been 17 july 2024 instead of 18 july 2024.

Event description:
It was reported that the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.